Event description:
Unomedical reference number (B)(4). Event occurred in china. It was reported that patient faced infusions set leakage at quick release event on 24-may-2024. No further information available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 5393210 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code leakage (source/cause cannot be identified, only use when a specific malfunction cannot be determined). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. Test results: visual test according to with wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test (flow test) 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test (leak test) 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 5393210 was manufactured according to the wi version 86 manufactured in the line/machine m10-m14, on 06/jul/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 19/feb/2025 against malfunction leakage (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 5393210 and no another complaint have been registered in tw for the same lot 5393210 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.